Event description:
It was reported that this right ventricular (rv) lead was attempted due to lead was placed multiple times which caused patient to have perforation, bleeding, hematoma, and cardiac tamponade. In addition, the patient had hypotension and pericardiocentesis. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.